Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral valve insufficiency/regurgitation (mr) cannot be determined; however, mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One xtw clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, echocardiography showed the mr worsened to a grade of 4+. Therefore, on the same day, the patient underwent mitral valve replacement (mvr).